Event description:
It was reported that the burr was stuck in lesion requiring additional device to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex coronary artery to obtuse marginal branch. A 1.50 mm rotapro was selected for use. During the procedure, it was noted that the rota burr was stuck in the lesion. After cutting the shaft, a non-boston scientific (non-bsc) guidewire was inserted, and the stuck area was released with a balloon. The device was completely removed, and the procedure was completed with another of the same device. There was no patient complications reported post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).